Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast reconstruction primary with a mentor memorygel 295cc on the left side, and 325cc on the right side, silicone prosthesis experienced left sided wrinkling, and right sided local reaction post procedure. The patient sister tried to remove her drain on the right implant, and she noticed something is swollen. On patients left implant she also noticed something look like a vein. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.